Manufacturer narrative:
Our quality engineer inspected the 3 representative samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. Samples were subject to a flashback and catheter air-water leak test, and no abnormalities were observed. Samples passed testing. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. A root cause could not be determined as the defect was not replicated.

Event description:
It was reported that bd nexiva 20ga 1.25in hf y leaked. The septum of the bd nexiva dp 20g 383537, through which the safety cannula is removed, leaks during subsequent use. When did the incident occur? During use. Detailed incident description: the septum of the bd nexiva dp 20g 383537, through which the safety cannula is removed, leaks during subsequent use. Both blood and infusion solution come out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information.